Event description:
It was reported that the customer received several compromised force sensor system alarms. The customer's blood glucose level was 198 mg/dl. The cap beneath the motor was sticking out. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a cracked end cap, a cracked case at the display window corners, and minor scratches on the display window. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted.